Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others missing a piece of shell (0-25%), and crease flat. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: one broken sharp with non-penetrating nick, near of the broken site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp broken on the radius assessed as surgical impact and missing shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.